Event description:
It was reported that during lap gastric bypass the surgeon was activating the device across the staple line and it stopped activation. No error code was noted. The surgeon then used a second device and once it hit the staple line it stopped. This was at the end of the case and no third device was required. There was no patient consequence reported. The rep was not present. An in-service will be completed by the rep.

Manufacturer narrative:
(B) (4). (B) (4). Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. Device b was returned with the blade scratched and cracked with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch f9gl8l mfg date 5-4-09 exp date 4-4-14.